Manufacturer narrative:
Date of event; patient stated its probably been a year and confirmed it was sometime in 2016. See also manufacturer¿s report # 3004209178-2017-10141 for the patient¿s other issue.

Event description:
Information was received from the consumer regarding a patient with implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had surgery on the day of report to make a larger pocket for the ins. The patient recognized the need for the pocket to be larger for probably a year (2016).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device code (B)(4) does not apply. Patient code (B)(4) does not apply. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the circumstances that led to the need for the device pocket to be bigger was that it was too close to the surface, and it would get caught on things. The patient fully recovered from the surgical procedure. There were no further complications reported or anticipated.